Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units safety disk is not passing membrane test.

Manufacturer narrative:
A getinge field service engineer (fse) has evaluated service order no longer valid. Safety disk supplied to customer to install.

Event description:
N/a.